Event description:
A user facility reports that during intraocular lens (iol) implant surgery, the iol was scratched. The incision was enlarged to facilitate removal and replacement of the scratched iol and one suture was required. Additional info has been requested.